Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture needle failed to deploy properly. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported not to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator not trained. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture needle failed to deploy properly was not confirmed. The analysis of the returned device revealed that a posterior cuff miss had occurred. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. It was reported that the physician was not trained in the use of the proglide device. The instructions for use states, federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.